Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences and also that different meters were giving different reading. Caller states that sensor and meter were always giving a high reading when customer's blood glucose was low. Caller reported that customer had symptoms of low blood glucose which was excessive sweating and non-responsive. Customer was given cracker and a drink and blood glucose was 146 mg/dl. Customer also received calibration alerts and bad sensor alerts. Caller states that at the time of call sensor read 400 and blood glucose was 564 mg/dl, but had no symptoms which customer usually did. Caller was advised that meter may not have been working which caused sensor to give incorrect readings as well. Caller continued to try testing with different meter and then tried with a different test strip and concluded that the test strips may have caused the issue.